Event description:
It was reported syringe volumes are not being recognized. The customer states "the pumps don¿t seem to read the volume in the smaller size syringes". There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative: root cause: the root cause for the reported issue of an incorrect syringe volume read was not determined because no products or device logs were returned.

Event description:
It was reported syringe volumes are not being recognized. The customer states "the pumps don't seem to read the volume in the smaller size syringes". There was patient involvement but no harm.